Event description:
It was reported in a study report that 17 cases were treated with balloon kyphoplasty (bkp). The fracture levels included t12 (6 cases), l1, (6 cases), l2 (2 cases), l3 (2 cases), ant t11 (1 case). Posterior vertebral wall injury was observed in 10 cases, union after bone fracture in 5 cases, and apparent in 2 cases. The mean time from injury to surgery was 3.8 months. Prevalent vertebral fracture was observed in 10 cases. The mean postoperative follow up period was 12 months. Postoperatively, 7 cases were found to have cement leakage or deviation within the intervertebral disc and had no clinical problem. No further information was reported. The type of cement used in this study was not specified in the literature.

Manufacturer narrative:
Literature citation: akiyoshi yamazaki, tomohiro izumi, hirokazu shoji, yu sato, tatsuki mizouchi. "Clinical results of balloon kyphoplasty (bkp) for delayed cure of osteoporotic thoracolumbar fracture - in comparison with vertebroplasty (vp) + posterior spinal fusion (psf)." 2-2-25. Mean age at surgery: 80 years. Pt gender 13 women, 4 men. Date of event is unknown. (B)(6). (B)(4). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.